Event description:
The physician performed an invasive procedure because of a suspected loose set screw; and found that all four leads had rubbed against the automatic implantable caardioverter defibrillator (aicd). This had caused an insulation abrasion on both leads. Both leads were repaired with medical aaaadhesive and functioned appropriately. The physician feels that a build up of scar tissue under the aicd may have caused the leads to rub against the device.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. The device was not destroyed/disposed of.